Event description:
The healthcare professional reported that during an endovascular embolization procedure, the 4.5mm x 22mm no distal tip enterprise vascular reconstruction device (enc452200 / 9985737) was impeded in the proximal end of the associated 150cm x 5cm prowler select plus microcatheter (606s255x / 31659835) and could not advance further. The physician tried to retract the stent, but the stent component was found prematurely detached from the delivery wire in the microcatheter. The physician removed the microcatheter and the stent from the patient and replaced the microcatheter. Th physician opened the packaging of the second microcatheter, another 150cm x 5cm prowler select plus microcatheter (606s255x) from lot 31718177 for inspection. The second microcatheter was found to be kinked / bent. This second microcatheter was not used in the patient. The physician used a third microcatheter and another 4.5mm x 22mm no distal tip enterprise vascular reconstruction device (enc452200) to complete the procedure, which was prolonged by about 10 minutes. There was no report of any negative impact on the patient.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4) information regarding patient identifier, date of birth, age, sex, gender, weight, race, and ethnicity were not provided. Section e.1: the initial reporter phone is not available / reported. Section h.3: the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 9985737. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.